Event description:
It was reported that during a coronary sinus pathway ablation to treat supraventricular tachycardia (svt) in the right atrium (ra) an intellanav mifi open-irrigated ablation catheter was selected for use. When attempting to reach the coronary sinus the catheter was manipulated hard and it was noticed that saline had leaked from the irrigation port. The catheter was removed and flushed with a pump using flush mode, and a jet of saline was seen from the irrigation port. The pump flow rate was 2ml/m during stand by flow mode. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent media inspection and visual inspection. Analysis of the returned device and photos of it attached to the complaint record revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The reported clinical observations were confirmed.

Event description:
It was reported that during a coronary sinus pathway ablation to treat supraventricular tachycardia (svt) in the right atrium (ra) an intellanav mifi open-irrigated ablation catheter was selected for use. When attempting to reach the coronary sinus the catheter was manipulated hard and it was noticed that saline had leaked from the irrigation port. The catheter was removed and flushed with a pump using flush mode, and a jet of saline was seen from the irrigation port. The pump flow rate was 2ml/m during stand by flow mode. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device was returned for analysis.